Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was one controller power-up and an associated pump start event that was logged on the patients controller, (B)(4). The site replaced the battery due to possible power switching events. There were no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that patient experienced a loss of power and power switching events. One battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing.  Log file analysis revealed that the controller (B)(4) in use contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 06:31:24 and 06:31:29 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 95% relative state of charge (rsoc) and an ac adapter was connected to power port 2. The data point after revealed that (B)(4) was connected to power port 1 with 93% rsoc and (B)(4) was connected to power port 2 with 203% rsoc.  Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and battery. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.